Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed by the customer when the issue occurred and completed as planned by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that x-ray was not working. Review of the system log file confirmed the malfunction as there was an error in voltage output 24v1 bank. Upon troubleshooting fse found that the issue related to sib box and 24v power supply. To resolve the issue, fse replaced sib box and dcps (direct current power supply). The defective sib box and dcps were returned to philips for analysis. The cause of sib box failure was due to the can communication connectors x63 and x73 had sustained damage, and the cause of the sib box failure was could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system unable to produce x-rays during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A x-ray issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.